Event description:
Patient's device is protruding. Further follow-up revealed that it was a tie-down that was eroding through the skin and not the generator. The patient underwent revision surgery in 2002 to remove the tie-down. The patient was seen for a follow-up 4 days later and is doing well with no signs of infection.